Manufacturer narrative:
A problem with citadel plus bed operation was reported to arjo by a customer representative. It was stated that the left side rail was bent and that the electrical functions did not work. The bed was inspected by an arjo representative. It was found that two side rails panels (left and right) were broken off the side rail mechanism. There was no indication that any patient was involved when the malfunction occurred. No injury was reported. The safety rails are an integral part of the citadel plus bed frame. This bed has four side rails, two on each side of the bed. In this complaint two of four side rail panels were broken off from the side rail mechanism. The electrical functions did not work as the cable connectors located inside damaged panels were broken. The faulty parts replaced. The review of post-market surveillance data and the investigation carried out at the manufacturer side revealed that the main factor which could lead to the side rail panel detachment might be related to an excessive force applied to the side rail. This finding could not be confirmed as circumstances in which the damaged occurred are unknown. To conclude, two side rail panels were broken off the bed and from that perspective the citadel plus bed did not meet the performance specification. Although there was no injury reported, the complaint was decided to be reportable due to the allegation of side rail panels detachment. There was no indication that any patient was involved when the malfunction occurred.

Event description:
A problem with citadel plus bed operation was reported to arjo by a customer representative. It was stated that the left side rail was bent and that the electrical functions did not work. The bed was inspected by an arjo representative. It was found that two side rails panels (left and right) were broken off the side rail mechanism. There was no indication that any patient was involved when the malfunction occurred. No injury was reported.